Manufacturer narrative:
Watanabe, y. Et al. A case of transient ischemic attack after pulsed field ablation in a patient with atrial fibrillation [conference presentation]. P634. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that a transient ischemic attack occurred. Event summary: the patient was admitted to the hospital due to heart palpitations and exertional dyspnea. Atrial fibrillation with a heart rate of 130 beats per minute and cardiomegaly was diagnosed and treated with edoxaban (30mg), diuretics, and bisoprolol. Alternating episodes of sinus rhythm and paroxysmal atrial fibrillation occurred and the physicians elected to perform a pulse field ablation procedure (pfa) using a farawave catheter. Pre procedurally transesophageal echocardiography detected severe spontaneous echo contrast in the left atrial appendage and the physicians postponed the pfa procedure for one (1) month during which anticoagulant medication was changed to apixaban (10mg). One (1) day pre pfa procedure severe spontaneous echo contrast disappeared with dobutamine stress which indicated no thrombus. The pfa procedure was performed with bilateral pulmonary vein isolation followed by electrocardioversion and posterior wall ablation to maintain sinus rhythm. Post procedurally the patient experienced diplopia with right oculomotor nerve palsy. Diffusion weighted imaging via magnetic resonance imaging (MRI) showed punctate high signal areas in the right parietal lobe, left parietal lobe, left occipital lobe, and bilateral caudate nuclei suggestive of embolic stroke. No abnormalities were found in the brainstem and follow up MRI showed no changes. Symptoms resolved spontaneously without sequelae one (1) day post index procedure. Patient status: no further information on the status of the patient is available.